Event description:
It was reported that "applicator deployment issue" occurred. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. Customer complaint is confirmed; wearable sensor wire is goosenecking displaying deployment issues. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. Customer complaint is not confirmed; applicator was fully deployed as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "applicator deployment issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient removed the sensor they noted that no sensor wire was visible, and they felt something under the skin that could have been the sensor wire. No symptoms were reported but the patient went to the hospital. At the hospital an x-ray was made but no sensor wire was seen. An incision was made, but no sensor wire was found. No further treatment or medication was given. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.